Manufacturer narrative:
The insulin pump had no button error alarm noted. The device had intermittent button response on up arrow button due to corroded keypad traces. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 136 mg/dl. Troubleshooting was not performed. The device was returned for analysis.